Event description:
The customer contacted philips to report that the "battery cannot be charged." There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.